Manufacturer narrative:
Plunger and transfer guard not returned. Inspected reservoir o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: using a new plunger and transfer guard, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Reservoir did not leak. Unable to verify plunger anomaly, due to plunger not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped delivering insulin due insulin reaction. The customer stated that the blood glucose went high around 500 mg/dl and they had to call ambulance and took them for hospitalization. The customer also reported that they had difficulty removing the plunger rod. The reservoir will be returned for analysis.